Event description:
It was reported that during a normal pump replacement for end of life (eol) on (B)(6) 2013, the pump pocket was opened and the physician found the entire catheter coiled up in the pocket. The physician also noticed that the connector was broken where it attached to the pump. The catheter was explanted. It was decided that the new pump be implanted without a catheter until further medical evaluation could be done to see what was the best option for the patient. The physician stated that they may implant a new catheter and connect the pump at a later date. The physician was unsure when the issue started so they needed further evaluation to determine the next steps. The physician also stated that there had been no suspicion of catheter issue since he started seeing the patient approximately 1 year prior to the report. No patient symptoms reported. Patient outcome was reported as no injury. The device system delivered baclofen. It was later reported that the patient had no recent pump changes, so they were unsure when the issue had occurred. The pump was implanted without a catheter and programmed to minimum rate.

Manufacturer narrative:
Product ID: 8709, lot# j0058202r, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. (B)(4).